Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Final angiogram showed excellent result with timi 3 flow down the vessel and no perforation. Reportedly, use of the graftmaster devices did not cause or contribute to complications or adverse events. No additional information was provided. (B)(4). Concomitant products: guide wire: asahi gladius 300cm. Sheath: 6fr flexor 55cm. Stent: 3.0x38mm promus premier; 3.5x16 rx graftmaster. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the graftmaster was used in the right anterior tibial artery. It should also be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In addition, it was reported that the device was removed from the anatomy and the same rx graftmaster was reinserted. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use states: an unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. The other rx graftmaster device referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the patient presented with two parallel dissection planes in the intensely calcified, occluded mid right anterior tibial artery and with critical limb ischemia with dry gangrene of right 2nd toe approximately 2 weeks after recanalization of this vessel. Upon undergoing elective atherectomy, a 5mm perforation occurred in the target area. With a 6fr non-abbott sheath 55cm and a non-abbott 300cm guide wire in place, a 3.0x38mm non-abbott stent was deployed in an attempt to seal the perforation, but it did not seal. Prolonged balloon inflations for 5 minutes were then performed using an unspecified 3.0x60mm balloon, but the perforation still did not seal. Thus, the decision was made to deploy two overlapping rx graftmaster covered stents (a 3.5x19 and a 3.5x16 rx graftmaster). The 3.5x19 rx graftmaster was advanced but was unable to cross due to patient anatomy. The graftmaster was withdrawn from the anatomy. Pre-dilatation was performed using a 3.0x40 non-abbott balloon followed by use of a 3.0x15 non-abbott cutting balloon. The 3.5x19 rx graftmaster was re-advanced, crossed the perforation, and was deployed. The 3.5x16 rx graftmaster was then advanced and deployed, overlapping the 1st graftmaster. The two graftmaster stents reportedly sealed the perforation nicely. As anticoagulation medication was reversed with heparin due to the perforation, thrombus formed. The thrombus was treated via advancement of non-abbott catheter and non-abbott guide wire followed by injection of 2 mg tissue plasminogen activator (tpa) and removed via manual aspiration.